Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt reported dysphotopsia. The pt stated he saw an object at 2-3 feet that seemed to be coming towards him on the left side of his face. The lens was exchanged. Following the exchange, the shadow is gone and the pt is doing well. The surgeon reports that the pt's problems were due to a bad combination of the eye anatomy and lens design. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 05/30/08 and 06/12/08 by mail, fax and phone. A completed questionnaire has not been rec'd.